Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/24/2015. The fse confirmed the rinse block was leaking during backwash due to torn rinse line. The fse cut down the damaged part of tubing and re-connected it to the rinse block resolving the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported approximately 5 ml of an uncontained bloody fluid leaked from the rinse block of a coulter lh 500 hematology analyzer during a backwash cycle. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was/no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.